Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: desire for smaller breasts. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 225cc gel breast prostheses desired removal of her implants. It was reported that there was no problem with the implants but that the patient wanted smaller breasts. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 15-aug-2022, mentor received additional information about the event. The patient developed scarring on both of her breasts post implantation. As a result, the patient underwent a scar revision procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor inadvertently did not report the following information in the initial report: weight of the patient, date of event. Manufacturer¿s reference number: (B)(4), a4 weight of the patient: 110 lbs, b3 date of event: (B)(6) 2020.